Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was unable to determine the root cause without further information since the analysis of the log file proved to be inconclusive.

Event description:
A medtronic representative reported that the mobile view station (mvs) software exited unexpectedly and the user was prompted, "would you like to exit or restart?" The rep chose "restart" and the software restarted without further issues. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.